Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that after their ins was implanted it shifted and was sticking out. It would hurt if they leaned against it. They were scheduled to have surgery and they went back in to have it laid back down. After the surgery, the patient had to wear a waist band for two months to make sure it stayed laying down. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s weight at the time of the event was between (B)(6) pounds. It was noted that the consumer thought that the doctor was at fault for the stimulator sticking out and shifting. No further complications were reported or anticipated.